Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 2:05am, the patient¿s cgm was reading low mg/dl. No bg meter comparison value was taken at this time. The patient¿s caretaker administered baqsimi (nasal glucagon) and multiple glucose tablets to the patient. Despite treatment, the patient¿s cgm value continued to read low mg/dl. The patient was experiencing slurred speech, decreased cognitive function, impaired hand-eye coordination, nausea, and a headache. A bg meter test was taken and found to be 487 mg/dl, a repeat bg meter test was 360 mg/dl while the cgm was continuing to read low mg/dl. No additional medications were administered to the patient. The patient was closely monitored and eventually stabilized. There was no documentation of the patient seeking assistance from a higher level of care. The patient was ¿fine¿ and stable at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.